Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified volume of blood. No specific programming parameters were provided. It was reported 60 minutes after the delivery was started, the nurse noted the device powered off while on battery power without an alarm. At that time, the nurse attempted to power the device back. It was reported the battery was depleted and the nurse plugged the device into ac power. The device was reprogrammed and the delivery was restarted. The customer contact reported the delivery was completed in the allowed 4 hour time limit. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.